Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the battery life of this pacemaker went from two and a half years to elective replacement time (ert) in a span of nine months. Boston scientific technical services (ts) verified that the right ventricular automatic capture (rvac) was turned on from last year and explained that the device was operating as expected. Analysis showed that it was possible that the device was operating with a current drain at the bin boundary, and it is possible that the pulse generator current bin may not have matched the programmer current bin for longevity calculations. It is suspected that the device switched bins for longevity calculations, resulting in the longevity remaining changing from 2 years remaining to elective replacement time (ert) 10 months later. The device was explanted. No additional adverse patient effects were reported.